Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not turning on and it was not showing that its charging. The customer stated the power supply or battery may be the issue. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The power supply and power cord were replaced to resolve issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.